Event description:
Correction: there was also an unspecified current of injury issue noted during the procedure.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the physician had to reposition the vlp due to suboptimal pacing impedance measurements and high capture thresholds leading to intermittent loss of capture. While repositioning the vlp, it was noted that the helix became stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.